Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jun/2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade 3. Device was explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device was explanted.

Manufacturer narrative:
Corrected data: b5.

Event description:
Healthcare professional reported right side capsular contracture baker grade 3. Device was explanted.

Manufacturer narrative:
Device evaluation . Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device was explanted.